Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a latissimus dorsi flap breast reconstruction procedure with unspecified mentor tissue expanders developed an infection six weeks post-operation. To treat the infection, the surgeon explanted the tissue expanders, cleaned them, and re-implanted in the patient. The infection did not go away after this surgical intervention. As a result, the patient underwent bilateral explantation of the tissue expanders. This medwatch report is for the left tissue expander.